Manufacturer narrative:
Based upon the clinical assessment, the reported type ii endoleak was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, the root cause could not be definitely determined although patient anatomy was the likely cause. In general, type ii endoleaks are typically not device related but the result of patient anatomy. There was no design or manufacturing issue identified. The clinical review identified the following factors that may have been contributors to the event: the left common iliac artery less than 1.0 cm in diameter (0.7 cm); the aortic neck diameter was less than 1.8 cm (1.6 cm); and there was a patent inferior mesenteric artery.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain in the patient.

Event description:
It was reported that the patient had a procedure performed on (B)(6) 2011 with a bifurcated device and a suprarenal aortic extension. Upon annual follow-up in 2013, the patient's scan showed that the aneurysm had increased in size to 5.0 cm in diameter. At the time, there was no endoleak defined and the patient was placed on a follow up computed tomography schedule. However, on the patient's most recent scan on (B)(6) 2015, the aneurysm had grown to 5.7 cm. An endoleak type 2 was identified with patent lumbars and patent inferior mesenteric. The patient was brought back and the endoleak was coiled and opted to obtain a follow up scan in three months. If the sac increases the physician will reline the graft or explant and convert patient to open aaa repair. No patient injury.